Manufacturer narrative:
(B)(4).

Event description:
It was reported when the kit was opened the clinician found a water stain on the gauze. As a result, the kit was not used and a new one was opened for the procedure. There was no delay in treatment and no pt death or complications reported. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.